Event description:
It was reported that an anchor had backed out of the coalition mis spacer post-operatively. A revision surgery is not planned.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. One anteriorposterior and two lateral x-rays were provided; however, exact dates for these images could not be provided. The lateral images show the inferior anchor at the c5-c6 level has backed out anteriorly. No determination can be made as to the cause of the reported issue.